Event description:
It was reported that this patient was going in for a routine device change out. However, prior to the procedure the patient had a respiratory arrest. The field representative had the device programmed for the procedure at doo then reprogrammed the device back to ddd after the arrest. It was noted that telemetry was lost, however, when re-interrogated the device was found to be in safety mode. The patient is dependent on therapy. Subsequently, the device was explanted and replaced on that same day. No additional adverse patient effects were reported.